Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached while the patient was sleeping. The site location was patient's buttock and the pump was worn on the waistband. The infusion was used for 24 hours and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.